Event description:
Additional information received from the reporting facility confirmed that there was no damage to the stent.

Event description:
A resolute integrity drug-eluting stent was used to treat a lesion. It is reported that when the stent was trying to cross the lesion the stent was fractured. The device was removed and a shorter resolute integrity was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure (failure to deliver stent) conclusion code results. Known inherent risk (failure to deliver stent). (Root cause could not be determined). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent fracture). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Conclusion results: inherent risk of procedure ¿ (stent fracture). Unable to confirm complaint (device not returned).